Event description:
Revised due to femoral fracture.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned products confirmed the reported event. A search of the complaint database did not show any other reports against the product and lot combinations. Unable to obtain the DHR based on the reported lot code could not be verified as valid. It was not legible on the returned sample. The investigation could not draw any conclusions about the reported event: however evidence confirmed that the tibial rod fracture was caused by fatigue. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Update (B)(4) 2012: re-opened to review the provided x-rays. Review of the provided x-rays by warsaw customer quality medical professional confirmed the reported fracture. No other observations or conclusion could be made. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.